Event description:
Related manufacturer report number: 2017865-2022-11734. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. It was also noted that the right ventricular (rv) lead had high capture threshold and high pacing impedance. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition is stable.